Event description:
It was reported that the patient¿s urinary drain bag had purple dye appearance of urine. It had happened twice before, but that day it was really bad and stated that there was white gunk in the catheter as well. Customer was concerned that dye in bag was changing the color of the patient¿s urine. Inquirer explained that there was not dye in the bag and it was likely purple urinary bag syndrome. Also discussed potential causes of purple urinary bag syndrome and importance of following up with health care professional. Purple urinary bag syndrome was a rare syndrome associated with alkaline urine and some urinary tract infections and was more frequently observed in chronically catheterized and constipated women. The urinary catheter drainage system changes color from red or blue to violet or purple, sometimes with differently colored tube and bag. Inquirer also explained that the purple urinary bag syndrome could also be due to changes in medication, body chemistry, chronic constipation or diet. Discoloration was harmless but might require more frequent catheter or bag changes. With this condition, patient might have an infection and should be evaluated by their doctor to rule out urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to pubs (purple urine bag syndrome).this condition is often associated with urinary tract infection. Discoloration of the urine bag is due to the presence of indigo and indirubin pigments which precipitate and react with the synthetic materials of the catheter and urinary bag. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.